Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+ and restricted anterior. The clip was inserted, grasping and capturing were performed. However, it was observed that one gripper was not functioning as intended. It was noted that the anterior leaflet was captured and the gripper would not raise. Troubleshooting was performed. The to decision to grasp the posterior leaflet and to deploy the clip was made. After deployment, the clip embolized into the left atrium. For treatment, a snare was used to remove the clip. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the reported difficult or delayed positioning with anatomy, single gripper actuation issue, and expulsion cannot be determined. Embolism/embolus appears to be related to the procedural conditions associated with complete clip detachment (expulsion). Embolism is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and removal of foreign body were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.